Event description:
<P>an altitude alarm was reported with the pump, alerting the customer. There was no adverse impact to the customer¿s blood glucose level, and it did not exceed 500 mg/dl. Technical support instructed the customer to clean the speaker holes and attempt to reconnect the cartridge after a flight, but insulin could not be resumed, and the customer will follow up once ready to continue troubleshooting.</p>